Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the first firing of low anterior resection, the surgeon clamped the tissue of rectum and tried to squeeze the handle, however a crack sound was heard and could not squeeze the handle. Replaced by new device and the firing was completed. At the second firing, the surgeon could not fire the second device halfway. Replaced by another device to complete the case. The surgical time was extended by less than 30 minutes. No patient injury.

Manufacturer narrative:
Manufacture. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances, firing over tissue that is beyond the recommended thickness range, firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution, preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.